Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging true test control solution was in the ot verio system kit. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.